Manufacturer narrative:
(B)(4).

Event description:
Received info the pt's recharger showed the "call your doctor" icon" for overheating antenna head. Additional info reported the pt had a revision to increase the death of the ipg. She was reported as doing well.